Event description:
This device was implanted on (B)(6) 2012 and was repositioned on (B)(6) 2013 due to an unknown reason. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).